Event description:
Reporter indicated that the patient was having increased seizures and painful stimulation along the vns lead. The patient later underwent generator replacement surgery only. The reporter has stated she will not respond to requests for further information. A battery life estimate yielded approximately 5.4 years remaining for the generator. Attempts for return of the explanted generator have been unsuccessful to date.